Event description:
The customer contacted physio-control to report that they used their device on a patient, when it unexpectedly indicated to replace the battery. The device had displayed 2 bars for the battery charge indicator in the device's readiness display. When the fire department then used the device on the patient and had delivered one defibrillation shock, the device suddenly prompted to replace the battery. In the meantime an ambulance had arrived, and the treatment was then continued with a device from the ambulance. Five additional shocks were delivered. The patient had expired.

Manufacturer narrative:
Physio-control evaluated the device and observed that the battery had been depleted. With a known good battery, proper device operation was observed through functional and performance testing. Physio-control then returned the device to the customer for use, and recommended the customer to install a new battery.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.